Event description:
The national complaint coordinator of baxter reports a home patient had a leakage from the connection between the connector line of the homechoice cassette and a transfer set. A sample is available no patient injury was reported. F